Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the strut on the 11th row from proximal end was raised and twisted from the balloon profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink in the inner/outer lumen 8.3cm distal from port exit point. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03246. It was reported that stent damage occurred. The patient presented with st-elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. After aggressive pre-dilatation, a 3.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was flared. A 3.00 x 32 synergy ii drug-eluting stent was then advanced but also failed to cross the lesion. The device was removed and it was noted that the stent was also flared. Subsequently, a non-bsc guide extension catheter was advanced and a non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03246. It was reported that stent damage occurred. The patient presented with st-elevation myocardial infarction (stemi). The target lesion was located in a coronary artery. After aggressive pre-dilatation, a 3.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was flared. A 3.00 x 32 synergy ii drug-eluting stent was then advanced but also failed to cross the lesion. The device was removed and it was noted that the stent was also flared. Subsequently, a non-bsc guide extension catheter was advanced and a non-bsc stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.